Event description:
Iab catheter in use in pt following surgery was observed to have blood in the catheter tubing after 13 hours of use. The iab was removed and replaced. The pt expired due to her critical condition while being assisted by the replacement iab. The death was reported to be a result of illness and not result of the incident.